Event description:
Nurse reported that she had bladder scanned patient with laborie portascan 3d bladder scanner. Scanner read max volume of 470ml, but when straight catheterized had 875ml out. Incorrect readings.